Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. Visual inspection revealed the ac adapter's lemo connector pin was burnt/melted. Carefusion scrapped the ac adapter.

Event description:
It was reported by the customer that the ac adapter for a ptm ventilator had burnt pins. There was no report of any patient involvement or harm associated with this complaint.

Manufacturer narrative:
(B)(4).